Manufacturer narrative:
Pump was received with no button response due to flattened esc, act, down arrow and up arrow buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to verify motor error alarm, excessive no delivery alarm or perform the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Motor passed motor test. Pump had cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose events. The customer¿s blood glucose level was 164 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and the buttons were hard to press . The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported that the insulin pump would alarm motor error while asleep and woke up with a high blood glucose of 400 mg/dl and 500 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.